Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from a bleeding tendency after crt replacement. The patient was hospitalized. Lixana was paused for 2 days. The pericardium was opened and a pericardial effusion was done. Lead remains implanted but capped. Should additional information be received, this file will be updated.

Event description:
The patient suffered from a bleeding tendency after crt replacement. The patient was hospitalized. Lixana was paused for 2 days. The pericardium was opened and a pericardial effusion was done. Lead remains implanted but capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The capped lead was explanted one month later on (B)(6) 2021. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.